Manufacturer narrative:
E1: initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient underwent an unspecified neurological procedure wherein osteone was applied, and the patient developed a cerebrospinal fluid (csf) leak. During the procedure, ¿osteone was used as a replacement for conventional bone wax to seal mastoid air cells¿. The osteone rapidly reabsorbed and a csf leak occurred. Due to the leak, the patient acquired pneumocephalus and subsequent unspecified infection. The patient required a ¿second surgery¿ (not further specified). Per the instructions for use, osteone is indicated for use as a water-soluble implant material and for use in the control of bleeding from bone surfaces. Osteone resorbs within 24-48 hours. In this event osteone was used off-label, since it is not indicated for sealing or leak prevention material. In fact, the product is stated to be water-soluble. This is not a device defect or malfunction but rather a product characteristic. No further information was available at the time of this report.